Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "purge failure alarm" was confirmed by the field service engineer. The field service engineer (fse) was able to replicate the purge failure alarm. The pump passed functional check after the fse cleans the pcs assembly and re-installed it. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the rn called the clinical support specialist (css) and stated that they have a patient transferring to another hospital. The patient was switched over to the transport pump, but when they attempted to pump, the pump immediately alarmed for purge failure. They attempted to pump several times with the same results. They switched out the helium tank twice through this process. As a result, they decided to send the patient with the hospital's pump. They had no issues with the original pump. It was recommended that the travel pump be seen by biomed. There was no reported patient death, injury or patient complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the rn called the clinical support specialist (css) and stated that they have a patient transferring to another hospital. The patient was switched over to the transport pump, but when they attempted to pump, the pump immediately alarmed for purge failure. They attempted to pump several times with the same results. They switched out the helium tank twice through this process. As a result, they decided to send the patient with the hospital's pump. They had no issues with the original pump. It was recommended that the travel pump be seen by biomed. There was no reported patient death, injury or patient complications. There was no delay/interruption in therapy. Medical/surgical intervention was not required.